Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the pump off authorization form was received and the pump off password for (B)(6) 2018 was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient and the physician would like the pump turned off. The pump off authorization form was faxed.

Manufacturer narrative:
Initial reporter updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the reservoir was empty because the patient never had it refilled.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. The pump contained an unknown brand of baclofen [500 mcg/ml] at a dose of 49 mcg/day. It was reported an empty pump alarm was occurring. The representative was inquiring about silencing the alarm. No patient symptoms were reported. The representative mentioned that the patient had oral baclofen. The patient did not have a managing health care provider (hcp). No patient symptoms/complications were reported.